Event description:
Per pt, the "pump quit working with no alarm". Pt called in after situation with blood sugar was resolved. Pt stated he was admitted to the hosp for "ketosis", but did not provide any details of the episode.